Event description:
Device 2 of 3. Reference MFR. Report #1627487-2019-03521. Reference MFR. Report #1627487-2019-03523. It was reported during follow up the patient underwent surgical intervention on 21 march, during which the ipg was explanted and replaced and the extensions were able to be fully inserted resolving the issue. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 2 of 3. Reference MFR. Report #1627487-2019-03521. Reference MFR. Report #1627487-2019-03523. It was reported the patient is not receiving effective therapy due to high impedances resulting from the extension pulling out of the ipg header. Surgical intervention may be pending to address the issue.